Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack and delamination of the valve. Leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior, delamination partial of the valve, creases flat and opening crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on anterior and posterior assessed as surgical damage. A delamination partial of the valve (adhesive failure). Additional, changed, and/or corrected data: a4, b5, d(6)b, d9, h3, h6.

Event description:
The device has been explanted and replaced.